Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic bumper on the device fractured into three pieces and all pieces were returned. The bumper had many nicks and gouges over the entire surface. The device was manufactured in 2010 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, changes have been implemented to reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the impactor broke while impacting femur. No delay or injury reported. A backup device was available.